Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturer instruction(mi), quality control(qc), and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed; however, a photograph of the complaint sample was received and reviewed. The lot number of the device is not known; accordingly, a review of the device history record and complaint search could not be conducted. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. The device is shipped with instruction for use (IFU) which notes: ¿warnings: do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." "Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist balloon rewrap, minimizing trauma to the percutaneous site. If resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ based on the information provided, no product returned and the results of our investigation, the root cause for this event was determined to be product use or handling related. Per the quality engineering risk assessment no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a fistulogram, the advance 35 lp low profile balloon catheter ruptured after the physician purposely over-inflated to remove the waste. Resistance was felt as the physician pulled the advance 35 lp low profile balloon catheter back, so he pulled a little harder, and portions of the balloon came out. The physician scanned with fluoroscopy to locate the distal tip of the balloon, but could not find it. The marker was located at the access point and was able to be retrieved; however, the distal tip of the balloon was not visualized. The patient's arm was cut down and a "rosen wire" with a j hook on the end was placed and utilized to successfully remove the distal tip of the balloon. The procedure lasted an additional three (3) hours as a result of the event. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding detail of the event have been requested, but not yet provided.